Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced uncomfortable stimulation the day prior to the call so the patient's husband turned stimulation down, but the day of the call the ins "won't stop shocking or sparking" and the patient could feel stimulation going down their legs. When asked about possible trauma or falls the patient reported that about a week prior to the call the patient ran into a bed where the ins was implanted. Additionally the patient mentioned that they bend every day at work at the hospital. The patient decreased stimulation from 2.1 to 1.9, but the patient could still feel uncomfortable stimulation. Stimulation was then reduced to 1.6, but the patient could still feel uncomfortable stimulation. The uncomfortable stimulation was able to be resolved with turning stimulation off, but the patient did not want to leave stimulation off as they indicated they would need to urinate all the time. The patient was advised to follow-up with their healthcare provider (hcp) and the issue was reported to have been sudden in onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1rym9 serial# implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the patient was experiencing a shocking sensation after they had a bad fall. The office performed reprogramming and it did not resolve the issue. A surgical revision of the lead was reported. It was reported that it was resolved at the time of the report.